Manufacturer narrative:
The device was not returned; however the involved ak 98 machine was evaluated on site by a vantive qualified technical service representative. Through log file analysis, it has been ascertained that the operator set the machine to perform an isolated uf (ultrafiltration) treatment. The machine correctly performed the session in isolated mode. During the machine inspection, no issue was identified. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device operated as intended. It was determined that the patient consequences may have been caused by the machine being set in isolated ultrafiltration mode. The ak 98 operator¿s manual provides instructions on how to perform the correct set of treatment parameters. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was undergoing a 4-hour renal replacement therapy (rrt) using an ak 98 machine. Reportedly, after the 4 hours, it was found that the dialysis machine remained in self-test mode. This did not trigger a malfunction, and the therapy was not performed. Treatment was discontinued. It was reported that "conduction disturbances" occurred 30 minutes after the end of the session with "persistent hyperkalemia (>7 mmol/l)" in addition to "bradycardia with low output during pre-cardiac arrest medical treatment, requiring an urgent follow-up dialysis session". No additional information received.